Event description:
It was reported that during laser lithotripsy procedure, the fiber tip fragmented. The fiber was replaced and the procedure was completed using alternate device. No patient complications.

Manufacturer narrative:
The device has not been returned to bsc for evaluation; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during laser lithotripsy procedure, the fiber tip fragmented. The fiber was replaced and the procedure was completed using alternate device. No patient complications.